Event description:
It was reported that the insulin pump was exposed to fluid when it had been dropped in the toilet. The blood glucose reading was 300 mg/dl. The customer stated that the high blood glucose levels were due to issues related to the insertion site. The caller stated that he was in the middle of changing the infusion set when it got caught on the door handle. He noted that the device had alarmed no delivery during priming previously, and this was a past event. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.